Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the pressure relief valve test failed. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 20mar2019. Philips field service engineer (fse) confirmed unit failed the pressure relief valve (prv) test. Fse performed troubleshooting and was able to adjust the prv valve. After the prv valve was adjusted, the unit passed the prv test. Fse performed the required tests and all test passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.